Event description:
It was reported the rv (right ventricular) pacing impedance was high, at greater than 3000 ohms. The lead and device were both replaced. Additional information was subsequently received reporting progressively increasing/high impedance and threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Marquis vr model 7230cx, is part of the advisory for this model. Evaluation summary: no anomalies were found.

Event description:
It was reported the rv (right ventricular) pacing impedance was high, at greater than 3000 ohms. The lead and device were both replaced. Additional information was subsequently received reporting progressively increasing/high impedance and threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Marquis vr model 7230cx is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.